Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to a high glucose alert and measured a blood glucose of 320 mg/dl for more than three hours, later noting insulin leakage in the ilet cartridge chamber and acknowledging that the cartridge had been attached outside of the device contrary to instructions; all supplies were subsequently replaced and insulin delivery resumed with glucose trending down. Symptoms included hyperglycemia without seizures. Outcomes included no use of backup therapy, no ketone testing, and no medical or professional intervention. Investigation included remote troubleshooting and user education, with requests to return the leaking cartridges. Investigation of this case revealed leakage at the cartridge interface consistent with incorrect assembly outside the device, which can compromise the cartridge seal and delivery. It was concluded, based on previously established findings for similar reports, that user assembly error was the likely cause.